Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having "concerns" about the implantable cardioverter defibrillator (ICD) battery longevity. The ICD remains in use. No patient complications have been reported as a result of this event.